Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose. The customer's mother also reported that they received a button error alarm. The customer's blood glucose was 236 mg/dl at the time of incident. The customer's mother stated that the blood glucose reached 419 mg/dl. The customer's mother stated that they treated the high blood glucose by giving bolus through the insulin pump. The customer's mother declined to troubleshoot for the high blood glucose. The customer's mother was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.